Event description:
On october 19, 2006 two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. A postoperative computed tomography scan revealed a distal type I endoleak. In 2007, coils were implanted between the device and the patient's aorta. The distal type I endoleak was successfully repaired.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2006, two gore tag thoracic endoprostheses (tg3415/lot# 03969492 and tg3110/lot# 04298019) were implanted.